Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 694858 lead, implanted on (B)(6) 2006, d284trk ICD, implanted on (B)(6) 2010. (B)(4).

Event description:
It was reported that right atrial lead had dislodged, was unable to capture and was non-functional. The patient appeared to be in atrial fibrillation and was pacemaker dependent. The lead remains in the patient and was electrically abandoned as the device is programmed to vvir mode. No patient complications have been reported as a result of this event.